Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue. In addition of the above evaluation, the device's pollen filter had not been installed and dust/dirt had clung to the flow element.